Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a final line clamp of the homechoice cassette did not close properly, which is known to cause this alarm. The cause of the final line clamp not closing properly could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified cycle of automated peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that the final line clamp of the homechoice cassette did not close properly which may lead to the alarm. Renal therapy services (rts) assisted that patient with ending the therapy session and advised to contact their nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.